Manufacturer narrative:
On july 22, 2021 mentor received additional information that the device to be returned was a mismatch from the lot number originally reported. The device with the incorrect lot number (64031400) was received by the failure analysis lab on july 30, 2021. Additional clarification is underway and the device is still being analyzed. When the device is analyzed and if additional information is received clarifying the correct lot number a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 18, 2021. The device returned is the impacted product despite having a different lot and catalog number than what was reported originally. Section d has been updated accordingly. The impacted product is a 250cc mentor memorygel breast implant. A manufacturing record evaluation was performed for the finished device 6403140 number, and no non-conformances were identified. The investigation of the impacted product was completed by the failure analysis lab on september 1, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 275cc smooth mentor memorygel breast implant experienced left-sided implant rupture postoperatively. As a result, the patient underwent explantation and replacement with 250cc mentor memorygel breast implant, catalog # 3502501bc, left lot-serial # (B)(4) on (B)(6) 2021. A discrepancy between the device manufacture date and device implantation date has been noted. If additional information is received, a supplemental report will be submitted as applicable.